Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision wherein the physician moved the pocket site. The patient was doing well following the procedure.